Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, while in bi-polar configuration there was a loss of sensing noted on the atrial lead. Also, during uni-polar configuration there was far-field p-wave oversensing noted. No intervention has been performed and the patient was stable with no consequences.